Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device failed the homechoice return instrument test/evaluation (rite) functional testing for a timeout which occurred during the record start test. The device met the remainder of the rite functional test specifications including volumetric accuracy and temperature test. The homechoice rite electrical safety analyzer testing passed specifications. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, and one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is received, a follow-up will be submitted.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred at 13 22:11 with an ultra-filtration volume of 1270ml (drain volume 3270ml) during cycle 4. The largest prescribed fill volume was 2000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.